Event description:
It was reported that the pt experienced unintended stimulation during a surgical procedure. A back-up device was used to complete the procedure and there was no surgical delay. There were no adverse consequences and no medical intervention reported related to the event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.